Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.1 was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 2.1 and device did not detect the bus. A field service engineer (fse) remotely dialed into the station, and the customer assisted with logging in and recovered the failed drawer. The issue was resolved and confirmed by the customer. The system functioned as intended after the field service engineer repaired the device.